Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard needle pierced the catheter. The following information was provided by the initial reporter: description of the occurrence (describe the deviation observed, details, and outcome of the case); the needle came out of the catheter. Date of identification of the occurrence; on (B)(6) 2025. Quantity identified with deviation; 01. When was the occurrence with the product identified (before starting the procedure, during product handling by the professional/user, during use on the patient, or after use on the patient)? During handling. Was there any harm to the patient, healthcare professional, user, or others? (Provide details)? No. Was medical and/or surgical intervention necessary due to the occurrence (imaging tests, surgery, administration of medication, etc.)? (Provide details)? No.

Event description:
No new information.

Manufacturer narrative:
The complaint that the catheter was punctured by the needle was confirmed and the cause appeared to be associated with use. One photograph was provided for investigation. The photo showed a 24g insyte-n autoguard IV catheter with evidence of use. The needle was protruding through the IV catheter tubing and the section of tubing between the catheter tip and needle puncture site contained what appeared to be blood residue, which suggested that the catheter tubing was punctured after the vessel was accessed. The instructions for use (IFU) warn that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.